Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (dmg monitor case) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a physically broken electrode belt cable receptacle. The root cause for the damaged receptacle was physical abuse.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged belt connector.